Event description:
A customer obtained (B)(6) vitros anti-hbc results (anti-hbc lot 1790 = (B)(6), anti-hbc lot 1800 = (B)(6)) for a single patient sample run on the vitros 3600 immunodiagnostic system. The (B)(6) vitros anti-hbc results were (B)(6) when compared to (B)(6) results obtained using alternate methods (abbot axsym and architect). Based on the patient's known clinical history, it was concluded that the (B)(6) results were expected. Therefore, the vitros anti-hbc results are considered to be (B)(6) results. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The (B)(6) results were not released from the laboratory. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that (B)(6) vitros anti-hbc results were obtained from a single patient sample run on the vitros 3600 immunodiagnostic system. The (B)(6) vitros anti-hbc results were obtained using two different vitros anti-hbc reagent lots. The investigation has found no evidence to suggest an instrument or reagent malfunction had occurred. The investigation is ongoing, and confirmatory testing to rule out non-specific antibody binding interference as a potential contributing factor is pending. Additional follow up from ocd is planned. The root cause of this event is currently unknown.